Event description:
It was reported that a patient's generator was programmed off, due to a rapid heartbeat and difficulty breathing. No programming or device diagnostic history is available in the I-house database. Good faith attempts to obtain this information as well as additional information on the patient's reported events have been unsuccessful to date.